Event description:
It was reported that during a negative pressure wound treatment utilizing renasys go, the dressing did not compressed, nothing reached to the canister. The problem was not solved by restarting the device. Furthermore, the message of "device failed" was displayed on the screen and the device did not work. The treatment was continued with a back-up device. There was no patient harm. No information about a delay.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this incident was found during initiation of the therapy, so it was detected on time and not causing any risk or patient harm, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.